Event description:
It was reported that customer received a minimum fill notification while attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pump connection area, reload same cartridge, and then fill and load new cartridges using proper technique, and when issue did not resolve, technical support arranged overnight shipment of cartridges and syringes.